Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 2 of the hmii IFU explains the potential causes, evidence, and signs of driveline damage. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The evaluation of the returned portion of driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6) , confirmed wire damage that would have contributed to the pump stoppage and low speed events captured in the submitted log file. The submitted log file captured transient low speed and pump stoppage events on 29jul2021 with associated low speed advisory/hazard and low flow hazard alarms. The associated voltage levels indicated that the low speed and pump stoppage events occurred when the system was powered by a power module. Based on past experience with the heart mate ii lvas and similar reported events, the log file data appears consistent with a driveline issue. (B)(6) was explanted but was not returned for evaluation. An approximately 13-inch segment of the driveline was returned for evaluation. The returned driveline was severed at each end, and it appeared to be the segment of driveline most immediately adjacent to the pump end bend relief. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The controller connector was not returned. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. The metal braided shield showed breakdown at approximately 2 and 4 inches from what appeared to be the proximal end, and the bionate layer appeared darkened at approximately 11 inches from the proximal end. All six wires had exposed conductors approximately 5.5 to 6.5 inches from the pump housing. The observed wire damage appeared to be the result of fatigue due to repetitive flexing of the driveline. The observed damage would have contributed to an interruption in pump function if the exposed conductors of any wire contacted the metal braided shield while connected to a grounded power supply. Additionally, the observed damage would have contributed to an interruption in pump function if the conductors from one phase¿s wires contacted another phase¿s wires or made simultaneous contact with the metal braided shield while connected to any power supply. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The pump stops and the low speed events the patient was experiencing were confirmed to have been caused by driveline fracture. The events resolved by avoiding bending the fractured portion of the driveline. The patient would remain on an ungrounded cable. The patient was asymptomatic during the events. A pump exchange was performed on (B)(6) 2021 due to the driveline fracture.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the log files were submitted for review. The log file analysis revealed 6 pump stops and 4 low speed advisories on (B)(6) 2021 at 9:48pm, 10:09pm, and 11:36pm. The speed drops were as low as 0 revolutions per minute (rpm). These issues only appeared to occur while the vad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The x-rays of the power cables were unremarkable.